Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) and high capture threshold. It was noted that the patient experienced an asystole for one minute as a result of the loc. Temporary pacing was provided for the patient until the rv lead was surgically abandoned and replaced. Additionally, there was pacing inhibition during the patient's hospitalization, but no pacing inhibition was observed in prior checkups. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).